Event description:
It was reported that the sterile packaging of the preloaded intraocular lens (iol) was found to be damaged when opening the package. Account indicated that the doctor opened the box and discovered that the integrity of the sterile packaging contained inside had been compromised. As a result, the surgical operation was canceled and the patient¿s procedure was postponed. Through follow-up we learned that the patient¿s natural lens had already been removed when the surgeon began to open the iol package. The patient was sent home, and the surgery was rescheduled for the following day. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as the lens was not implanted. Section d6b - explant date: not applicable, as the lens was not implanted. Section e1 - initial reporter first name: unknown, as information was asked but it was not provided. Section e1 - initial reporter last name: unknown, as information was asked but it was not provided. Section e1 - email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: unknown/not provided, as information was asked but it was not provided. Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.